Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, vaginal dehiscence of the sling was noted. The sling was removed without incident and the patient remains continent. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."